Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: 22g bd insyte lot # 4025345 ¿ the IV was successfully inserted, but the needle would not retract when pressing the safety button. Registered nurse (rn) had no choice but to dispose of the device in a sharps container as she was unable to get the needle to retract making it too unsafe to save for reference. Can you please provide an exact date of event in format dd-mmm-yyyy? This information is on the report.

Event description:
No additional information.

Manufacturer narrative:
Additional information: actual event date provided by customer and updated in tab b investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 382523 and lot number 4025345. A quality notification related to the reported defect was initiated during the build of this lot, however without a sample we cannot confirm that this failure was related to that notification. Based on the available information, an exact cause for this incident could not be identified.